Event description:
Customer reported that at 4:22 pm on (B)(6) 2012 (about 18 hours after placing the device on his lower back) his blood glucose measured 285 mg/dl. The insertion site felt wet and he could smell insulin, so he believes the cannula had pulled out although the adhesive was fine. He removed the product at 4:39 pm.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction contributed to the reported high blood glucose. The customer felt wetness at the insertion site and smelled insulin; he believes the cannula dislodged from the insertion site. This condition would interrupt insulin delivery and could contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)."